Event description:
It was reported that during the procedure the cage split after the first impaction. The anchors and cage were removed and alternates were placed. The anchoring plate was found to be broken and bent once removed. There was a greater than 30 minute delay but no additional patient impacts reported. This is report one of two.

Manufacturer narrative:
The complaint is confirmed for one (1) of one (1) returned roi-a cage (pn ir2632p) for the reported failure of fracturing. The severity of this event is 3 (dt-1503-04im-02). This device is used for treatment. No medical records were provided with the complaint. Inspection: ir2632p. The returned device was confirmed to match the part and lot number reported. Visual inspection found that the cage is fractured. The complaint is confirmed. DHR review: ir2632p. The DHR was reviewed. There were no nonconformances or temporary deviations associated with this failure on this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Compatibility: reported event is not related to a combination of product lines; therefore a compatibility review is not applicable. Complaint history: ir2632p. There were four (4) other complaints for similar events (fracture) related to the same part number in the 12 months leading up to the notification date through to the present. There were zero (0) other complaints related to this lot number in all time. Potential root cause: ir2632p. As no further information is available regarding the surgery, a cause cannot be conclusively determined. However, it is possible that the cage was misaligned within the disc space such that during impaction of the anchoring plate, an unexpected off-axis force was placed on the cage resulting in its fracture; however, the initial positioning of the cage is unknown. Corrective/preventive action: no corrective or preventive actions are recommended at this time recall and product hold search: a product hold search in etq found no product holds related to this item number. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2020-00027.

Event description:
It was reported that during the procedure the cage split after the first impaction. The anchors and cage were removed and alternates were placed. The anchoring plate was found to be broken and bent once removed. There was a greater than 30 minute delay but no additional patient impacts reported. This is report one of two.